Event description:
Correction to g3 of the initial medwatch. The aware date should be 29-jun-2021.

Event description:
The customer reports two patient infections after a diagnostic cystoscopy using an oes cystonephrofiberscope . This case reports patient two of two : an unknown period after a diagnostic cystoscopy using an oes cystonephrofiberscope (for the indication of microscopic hematuria), the patient developed a urinary tract infection. This was diagnosed on an unknown date at an urgent care facility. The patient was treated with an unspecified antibiotic and the symptoms resolved. The scope was not cultured by the facility. Patient one of two is reported in case with patient identifier (B)(6).